Event description:
Additional information was received from the patient's treating nurse practitioner from the time of the event. The nurse practitioner assessed that the cause of the reported bradycardia was secondary to the patient's other heart issues and acute respiratory issue. During the event, the patient's heart rate changed from greater than 80 bpm to 67 bpm and the patient experienced a decrease in blood pressure during the event. It was reported that this began on (B)(6) 2018 and that the bradycardia was not believed to be related to or exacerbated by vns therapy stimulation. No intervention was taken due to the arrhythmia. Additional vns device settings were received which clarified the timeline of the devices titration. Based upon the medical professionals assessment that there is no suspected relationship of the arrhythmia to vns therapy or surgery, it will be concluded that the arrhythmia is not related to vns therapy or surgery. Additionally, the fax reports that the patient died 8 days after the event of the dropped heart rate. The principal diagnosis included multiple issues such as respiratory distress, urosepsis, acute respiratory failure, and status epilepticus. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was implanted with the vns device during a hospitalization for events unrelated to the device. After vns placement there was a concern that the vns was contributing to bradycardia since the patient"s heart rate range changed from 60-80 bpm to 40-60 bpm. It was stated that the device had not been turned on at the time the bradycardia occurred. No additional or relevant information has been received to date.